Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a ridge was observed on the foley catheter but was no longer present. The complainant reported that this resulted in some resistance upon removal of the catheter. It was noted that 10cc were used to inflate the balloon. The balloon was successfully deflated prior to removal of the catheter.

Event description:
It was reported that a ridge was observed on the foley catheter but was no longer present. The complainant reported that this resulted in some resistance upon removal of the catheter. It was noted that 10cc were used to inflate the balloon. The balloon was successfully deflated prior to removal of the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.